Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure remove') and device dislocation ('coil migrated in abdomen') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal and device dislocation outcome was unknown. The reporter considered device dislocation and medical device removal to be related to essure. Approximately concerning the injuries reported in this case, the following ones were reported via social media, essure removed, coil migrated in abdomen . Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migrated in abdomen') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media, essure removed, coil migrated in abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc. Event medical device removal deleted and surgery added to device dislocation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.